Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a critline clinic blood chamber blood leak occurred five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. Blood leak test strips were not used as the leak was visually observed. The fresenius 2008t machine did not blood leak alarm as the leak was external. Fresenius bloodlines and dialyzers were used for treatment; however, bloodline and dialyzer information were unknown. The leak was external. There was no defect or damage seen on the clic blood chamber. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.